Event description:
It was reported that the patient experienced pain while treating with the bone healing system. The patient wore the device overnight for about 8 hours. A few hours into the treatment, she started to feel a very sharp pain inside the ankle. This pain came throughout the night and woke her up several times. She took off the bhs and the pain subsided. The patient advised her foot is broken in 4-year places. The zimvie sales representative advised her to stop using any time she feels pain or discomfort. She plans to try this approach for a few days and will call customer service to update them. She is aware she will be called for more information. It was later reported on (B)(6) 2022, the patient quantifies as 7 out of 10 and under the surface of the skin and in her joint. The patient's doctor has requested that the patient be switched to the orthopak. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in july 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain while treating with the bone healing system. The patient wore the device overnight for about 8 hours. A few hours into the treatment, she started to feel a very sharp pain inside the ankle. This pain came throughout the night and woke her up several times. She took off the bhs and the pain subsided. The patient advised her foot is broken in 4-year places. The zimvie sales representative advised her to stop using any time she feels pain or discomfort. She plans to try this approach for a few days and will call customer service to update them. She is aware she will be called for more information. It was later reported on july 26, 2022, the patient quantifies as 7 out of 10 and under the surface of the skin and in her joint. The patient's doctor has requested that the patient be switched to the orthopak. No additional patient consequences have been reported.

Manufacturer narrative:
The bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller. The compliance data indicates that the unit treated for 10 hours and was used for 5 days. Review of the DHR indicates that no abnormal conditions were reported. The clock lifetime of the bhs controller was 400 days. The controller automatically enters ¿end of lifetime mode¿ after 400 days as per (B)(6) revision a and (B)(6) (7900032) revision e. At the time of the complaint, the unit was not at endpoint. The bhs controller was reset in order to perform the burn in test. The unit ran burn-in with sample coil stand alone for ten (10) hours with ac adapter and (10) hours without an ac adapter without a problem. The compliance data was downloaded after the burn in test. The compliance report did accurately record the additional treatment time from the burn in test. Review of the signal was performed and the measurements were within specification. Calibration information: all tests inspections were completed using tektronix oscilloscope ID (B)(6) with calibration due on (B)(6) 2025, and (B)(6) which does not require a calibration due date. Test/inspections were completed by the quality department on the date of july 1, 2024. The failure was not confirmed for the reported condition of "bhs caused pain". The controller was tested and operates as intended. Review of complaint history identified (10) total complaints from (july 13, 2021) to (july 13, 2022) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.